Event description:
The patient's scs system has two leads from the same lot. It was reported the patient previously had bilateral coverage and now receives only right side coverage. The patient believes the change in stimulation followed a fall. The sjm representative interrogated the system and found no anomalies. The patient plans to meet with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.